Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the complaint was not confirmed. Evaluation did find the bending angle in the up direction and the play of the up/down did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was detached, the paint on the air/water cylinder was peeled, the label on the scope connector was peeled, the objective lens was scratched, and the acoustic lens was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera ultrasound gastrovideoscope had air/water leakages. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was insufficient adhesive in the screw holes of the distal end. The report is being submitted due to insufficient adhesive found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information from the customer reported the air/water leakage was found during leak detection process before reprocessing. The name of the diagnostic procedure was unknown. There was no delay and the procedure was not impacted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that there was insufficient adhesive in the screw holes of the distal end but the cause could not be specified. The event can be prevented by following the instructions for use (IFU) which state: "warning do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts." Olympus will continue to monitor field performance for this device.